Event description:
It was reported that the patient experienced a shocking sensation twice in her legs and at the device site. The first time it happened, the patient was close to a large t.v. The second time she was sitting on a couch not close to a t.v. The shocking sensation was very painful. It caused her to scream and to not be able to move. She was receiving symptom relief. Further information is being requested from the hcp.